Manufacturer narrative:
Follow-up received from physician on 25-may-2016. Physician stated that device was placed 10 years ago by another physician and that he did not have lot number. Patient was taken for hysteroscopy with removal of the device. She has not returned for post-operative visit to reassess her pain. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Almost 12 years later, the doctor did an exam and looked at the top of patient's vagina and noticed essure was in the cervix. A hysteroscopy with removal of the device was performed. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, patient developed abdominal pain and a device expulsion was diagnosed (more than 10 years after essure insertion). Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Follow-up received from physician on 25-may-2016 physician stated that device was placed 10 years ago by another physician and that he did not have lot number. Patient was taken for hysteroscopy with removal of the device. She has not returned for post-operative visit to reassess her pain. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Almost 12 years later, the doctor did an exam and looked at the top of patient's vagina and noticed essure was in the cervix. A hysteroscopy with removal of the device was performed. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, patient developed abdominal pain and a device expulsion was diagnosed (more than 10 years after essure insertion). Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 12-apr-2016 which refers to a (B)(6) female patient who had essure (ess205) (fallopian tube occlusion insert) inserted in 2004 for female sterilization. Consumer came in as a new patient to the office on (B)(6) 2016 (the reporter was not the essure inserting doctor). She complained of abdominal pain for over 1 year. Doctor did an exam and looked at the top of the vagina and noticed essure was in the cervix and removed it. Follow-up information received on 26-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Almost 12 years later, the doctor did an exam and looked at the top of patient's vagina and noticed essure was in the cervix and removed it. This event is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation (distal fallopian tube or peritoneal cavity) and can result in abdominal pain. In this particular case, patient developed abdominal pain and a device expulsion was diagnosed (more than 10 years after essure insertion). Although the exact mechanism of this event was unknown, given its nature, causality with the suspect insert cannot be excluded. This case was considered an incident, as although the exact method for essure removal was not specified (hysteroscopy? Mechanical removal with forceps?) An intervention was required as event's treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs